Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power. The device also failed pretests for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 tottaions per minute at 6.5 bar ± 0.2 bar, check internal leak tightness and general condition. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air pen drive device had low rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.